Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h6 (patient and device codes). H6 patient code: no code available (3191) used to capture the insufficient information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tka. In june 2020, the patient complained of a malfunction. On (B)(6) 2020, the revision surgery was performed by replacing the tibial tray (p/n: 129433115) and the tibial insert (p/n: 951015). The surgeon replaced natural patella with a patella component. During the surgery, the surgeon confirmed the wear of the tibial insert and the loosening of the tibial tray. The femoral component was not loosened. A little wear was seemed at the explanted tibial tray¿s surface, and the surgeon checked damage level of the implants, he judged that there was no complaint about the implants. The revision surgery was completed without any surgical delay. No further information is available.